Event description:
It was reported by placer "this midline came apart on me today when I was advancing the catheter. It was an easy stick, did it just like I always do, and when I was pulling the needle out the whole thing came apart." Additional information received 02/02/2021: "I have placed hundreds of powerglide midlines. In this instance, I found a large, easy vessel to access, accessed the vessel without difficulty, the guidewire slid forward without difficulty, the wings/ catheter slid in over wire easily. When I pulled back to enable safety mechanism, guidewire and handle came out of cork/end of catheter, but the needle and blood collection/needle cover remained in place/came apart from the rest of the mechanism.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of powerglide pro needle detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was one 18ga powerglide midline catheter assembly. The catheter had been advanced and the safety mechanism was in place over the needle tip. The catheter was not returned. Usage residues were observed throughout the sample. The introducer needle was completely detached from the needle carrier. Microscopic inspection of the needle carrier did not reveal any obvious deformation. The lack of deformation suggested that needle detachment occurred with minimal mechanical stress. Photographs of the sample have been forwarded to the manufacturing site for further evaluation.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reen2093 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by placer "this midline came apart on me today when I was advancing the catheter. It was an easy stick, did it just like I always do, and when I was pulling the needle out the whole thing came apart." Additional information received 02/02/2021: "I have placed hundreds of powerglide midlines. In this instance, I found a large, easy vessel to access, accessed the vessel without difficulty, the guidewire slid forward without difficulty, the wings/ catheter slid in over wire easily. When I pulled back to enable safety mechanism, guidewire and handle came out of cork/end of catheter, but the needle and blood collection/needle cover remained in place/came apart from the rest of the mechanism.